Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a transient ischemic attack (tia) following the deployment of the stent. The patient was given medication, dose and type were not disclosed, and recovered from the tia. No other information is available.